Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot # 73h1800829 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not picked up and fixed to the jaw correctly when clip loading during a laparoscopic subtotal gastrectomy.

Event description:
It was reported that the clips are not picked up and fixed to the jaw correctly when clip loading during a laparoscopic subtotal gastrectomy.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. It was observed that the outer tube was severely bent. The damage to the outer tube would prevent the device from firing properly. The jaws were closed and a clip was loaded sideways in the jaws. The rotation tab was also bent. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "loading issue" was confirmed based upon the sample received. The sample was returned with the outer tube severely bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.